Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the centrifugal pump plus system (scp plus). The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the flow control knob of the stockert centrifugal pump was not responding during set up. There was no patient involvement. The investigation is ongoing. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the flow control knob of the centrifugal pump was not responding during set up. There was no patient involvement.